Event description:
Difficulty (sticking) encountered during withdrawal of clip placement device after successful clip placement. Tip of device broke off into pt's left breast. Unable to retrieve at time of event. Pt subsequently to undergo surgical retrieval.